Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain radiating to right leg(constant)/ bilateral pelvic pain(constant)") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2013), cervical dysplasia, sexually transmitted disease, miscarriage, d & c, breast lump removal and gastric operation. Patient is nonsmoker. Previously administered products included for birth control: depo injection in 2012. Past adverse reactions to the above products included adverse event with depo injection. Concurrent conditions included heart fluttering, dysuria, dyspareunia, menometrorrhagia, vulvovaginal candidiasis since 2016 and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the cystitis, urinary tract infection, vaginal infection, alopecia, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered alopecia, cystitis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2014, office note: number of trailing coils on the left: 4, number of trailing coils on the right 5, other hysteroscopy findings: no poylyps (as written), fibroids or perforations noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. (B)(6) 2017 urine pregnancy : negative. (B)(6) 2017 surgical pathology report : specimen: right partial fallopian tube with essure, left partial fallopian tube with essure pre-operative diagnosis: female pelvic pain dyspareunia, female final diagnosis: fallopian tube, right, partial salpingectomy- a) segment of benign fallopian tube with fallopian epithelium and associated histiocytes and giant cell reaction consistent with history of essure placement. B) no endometriosis, atypical proliferation or malignancy identified. 2. Fallopian tube, left, partial salpingectomy: a. Segment of benign fallopian tube with fallopian epithelium and associated histiocytes and giant cell reaction consistent with history of essure placement. B. No endometriosis, atypical proliferation ormalignancy identified. Gross: two specimen containers are received. The first container is labeled with the patient's name and right partial fallopian tube with essure. It contains 2.3 .0.5 cm nonfimbriated fallopian tube segment, with silver coiled wire in the lumen representative sections are submitted in 1a. The second container is labeled with the patient's name and left partial fallopian tube with essure. It contains 5.9 ¿ 1.0 x 0.9 cm aggregate of 3 fragments of tan tissue. The longest fragment, 4.3 cm, shows silver coiled wire in the lumen. Representative sections are submitted in 2a. (B)(6) 2016 pelvis ultrasound : indication: pelvic pain impression: normal exam. (B)(6) 2016 ecc biopsy path (interpreted as endocervical curettage) : normal endocervical tissue slight nonspecific active chronic inflammation, histopathologic changes suggestive of but not absolutely diagnostic for lsil. 23jan2014 laboratory report : ultrasound us breast bilateral findings: bilateral breast ultrasound examination is, performed to evaluate reported history of mastodynia in a 26-year-old female patient no previous imaging studies are available for comparison. Impression: breast recommend is heterogeneous bilaterally. No solid or cystic masses ate present in the right or left breasts. Bilateral ductal prominence is present. No other significant sonographic abnormality. (B)(6) 2014 radiology x-ray hysterosalpingography : hysterosalpingogram clinical indication: essure confirmation. Technique; using sterile conscience and fluoroscopic guidance, a 4 french PICC catheter was advanced through the cervix, the retaining balloon inflated, and approximately 15 ml isovue 300 was administered into the uterine cavity. Multiple fluoroscopic images were obtained. Findings: the scout image demonstrates 8 normal pelvic bowel gas pattern with essure occlusers in place. Following isovue administration, the uterine cavity appears normal. No contrast extravasation is seen, and the uterine tubes appear well occluded. Impression: satisfactory bilateral uterine tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain radiating to right leg(constant)/ bilateral pelvic pain(constant)") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2010, (B)(6) 2013), cervical dysplasia, sexually transmitted disease, miscarriage, d & c, breast lump removal and gastric operation. Patient is nonsmoker. Previously administered products included for birth control: depo injection in 2012. Past adverse reactions to the above products included adverse event with depo injection. Concurrent conditions included heart fluttering, dysuria, dyspareunia, menometrorrhagia, candidiasis genital since 2016 and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the cystitis, urinary tract infection, vaginal infection, alopecia, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered alopecia, cystitis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2014, office note: number of trailing coils on the left: 4, number of trailing coils on the right 5, other hysteroscopy findings: no poylyps (as written), fibroids or perforations noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. (B)(6) 2017 urine pregnancy : negative (B)(6) 2017 surgical pathology report : specimen: right partial fallopian tube with essure, left partial fallopian tube with essure pre-operative diagnosis: female pelvic pain dyspareunia, female final diagnosis: fallopian tube, right, partial salpingectomy- segment of benign fallopian tube with fallopian epithelium and associated histiocytes and giant cell reaction consistent with history of essure placement. No endometriosis, atypical proliferation or malignancy identified. Fallopian tube, left, partial salpingectomy: segment of benign fallopian tube with fallopian epithelium and associated histiocytes and giant cell reaction consistent with history of essure placement. No endometriosis, atypical proliferation ormalignancy identified. Gross: two specimen containers are received. The first container is labeled with the patient's name and right partial fallopian tube with essure. It contains 2.3 .0.5 cm nonfimbriated fallopian tube segment, with silver coiled wire in the lumen representative sections are submitted in 1a. The second container is labeled with the patient's name and left partial fallopian tube with essure. It contains 5.9 ¿ 1.0 x 0.9 cm aggregate of 3 fragments of tan tissue. The longest fragment, 4.3 cm, shows silver coiled wire in the lumen. Representative sections are submitted in 2a. (B)(6) 2016 pelvis ultrasound : indication: pelvic pain impression: normal exam (B)(6) 2016 ecc biopsy path (interpreted as endocervical curettage) : normal endocervical tissue slight nonspecific active chronic inflammation, histopathologic changes suggestive of but not absolutely diagnostic for lsil (B)(6) 2014 laboratory report : ultrasound us breast bilateral findings: bilateral breast ultrasound examination is, performed to evaluate reported history of mastodynia in a (B)(6) year-old female patient no previous imaging studies are available for comparison. Impression: breast recommend is heterogeneous bilaterally. No solid or cystic masses ate present in the right or left breasts. Bilateral ductal prominence is present. No other significant sonographic abnormality. (B)(6) 2014 radiology x-ray hysterosalpingography : hysterosalpingogram clinical indication: essure confirmation. Technique; using sterile conscience and fluoroscopic guidance, a 4 french PICC catheter was advanced through the cervix, the retaining balloon inflated, and approximately 15 ml isovue 300 was administered into the uterine cavity. Multiple fluoroscopic images were obtained. Findings: the scout image demonstrates 8 normal pelvic bowel gas pattern with essure occlusers in place. Following isovue administration, the uterine cavity appears normal. No contrast extravasation is seen, and the uterine tubes appear well occluded. Impression: satisfactory bilateral uterine tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, pelvic pain, vaginal discharge, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and mr received - new events added: abnormal vaginal bleeding, abnormal bleeding (menorrhagia), bladder infection, urinary tract infection, vaginal infection, hair loss, migraines, headaches, nausea, vaginal discharge, pelvic pain radiating to right leg(constant). Reporters, patient's medical history, product indication, concomitant drug added. Essure lot number provided. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.